Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific confirmed the clinical observation of this device operating in safety mode. The cause of the safety mode was determined to be the result of a memory error following likely exposure to radiation (either therapeutic or environmental) and subsequent software resets. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific confirmed the clinical observation of this device operating in safety mode. The cause of the safety mode was determined to be the result of a memory error following likely exposure to radiation (either therapeutic or environmental) and subsequent software resets.

Event description:
It was reported that the patient with this implantable pacemaker experienced palpitations and attended to the hospital. The device was found in safety mode and the previous follow up in may 2025 showed a remaining longevity of 13 years. The patient was admitted to the hospital while waiting for the device replacement. Three days later, the device was explanted and replaced as planned. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this implantable pacemaker experienced palpitations and attended to the hospital. The device was found in safety mode and the previous follow up in (B)(6) 2025 showed a remaining longevity of 13 years. The patient was admitted to the hospital while waiting for the device replacement. Three days later, the device was explanted and replaced as planned. No additional adverse patient effects were reported. The device is expected to be returned for analysis.